Event description:
I have dry eye and corneal high order aberrations as a result of femtolasik eye surgery. I was wondering if there has ever been a study with a very large sample size evaluating post-lasik outcomes that don't take into account patient feedback but instead include only hard data (for instance: percent of average meibomian glands loss, high order aberrations for various pupil sizes, etc...). I was also asking myself what tests were performed to deem lasik safe.